Event description:
During f/u performed on (B)(6) 2011, the pt file (containing f/u data) was not automatically saved on the programmer as expected. Nevertheless, device f/u was performed normally.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.